Manufacturer narrative:
H3: analysis of the lead with lot #(va28b3t) revealed the insulation was broken under the 7.2cm connector at the proximal end of the lead. Conductor wires and lead stretched. The outer insulation broken/torn under connector sleeve. H3: analysis of the extension with lot #( va27st1) revealed no impact to electrical functionality. The extension body was cut through product segment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the lead with lot #(va28b3t) revealed the insulation was broken under the 7.2cm connector at the proximal end of the lead. Conductor wires and lead stretched. The outer insulation broken/torn under connector sleeve. This was deemed a procedural non-conformance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 978b128 lot# va28b3t implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type lead product ID 3560022 lot# va27st1 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that that the patient was using the ens for fecal incontinence. The rep also reported that the lead insulation was pulled away from just below the connector hub. The electrodes were still intact with the connector. They clarified that they had been unable to find the connection since it had migrated into the tunnel. Attempting to locate and retrieve the correct end of the connector likely resulted in the fraying but could not be confirmed.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va28b3t, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 3560022, lot#: unknown, product type: extension. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-apr-2022, UDI#: (B)(4). Product ID: 3560022, serial/lot #: unknown, ubd: 08-apr-2022. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding an advanced evaluation trial patient who was using an external neurostimulator (ens); the trial started (B)(6) 2020. They reported that the physician opened the pocket for the stage 2 procedure. When the pocket was opened, they attempted to locate the percutaneous connection, it had migrated into the track that was created by tunneling during the stage 1 procedure. They were unable to determine which end was the lead and which end was connected to the percutaneous wire, because it was buried. When they located the percutaneous wire and connection hub, it was found that the lead itself was stretched/frayed just below the point where the electrodes connect into the connection hub. They were unable to salvage the lead due to the fray. The physician had to remove and replace the lead.